Event description:
It was reported that during a ptca procedure, an attempt to open a total occlusion involved lengthy manipulation of the guide wire. A false lumen was created, and it was decided to stop the procedure. Another catheter was positioned in the right coronary artery in an attempt to withdraw the guide wire. Extreme force was used and a portion of the guide wire was left in the myocardium, no pt injury was reported. No other info was provided.